Event description:
A malfunction alarm was reported, and the specific code displayed was malf 12. There was no adverse impact on the customer¿s blood glucose level. The customer received pump reset information and assistance from technical support, successfully resetting the device without recurrence of the malfunction. Customer was advised to continue using the pump and to contact technical support if the issue recurs.